Manufacturer narrative:
The field service engineer (fse) replaced loose tubing from diff mixing chamber (vc25) connected to the bottom inlet fitting of the flow cell (vc18) to resolve the issue. He then verified the instrument per established procedure and results met published performance specifications. (B)(4).

Event description:
The customer reported that a little more than 1 ml of bloody fluid leaked from the coulter lh 750 hematology analyzer and spilled onto the counter. The leak is not contained. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated for this event.